Event description:
On or about (B)(6) 2007, patient with history of autoimmune disorder underwent sacroiliac fusion at (B)(6). The combination use of infuse bone graft/lt-cage and tsrh spinal system has never been cleared for use in sacroiliac indications. In fact listed on the IFU manual for the infuse bone graft/cage, it warns that use of the device in patients with autoimmune disease and for indications other than that in the lower lumbar region, implanted via an anterior approach have not been demonstrated. Furthermore the tsrh warns "never use titanium, titanium alloy, and/or cobalt - chromium-molybdenum alloy with stainless steel in the same construct. In addition, when used as a pedicle screw fixation system, the tsrh spinal system is indicated as an adjunct to fusion for skeletally mature patients using allograft and/or autograft: having severe spondylolisthesis (grades 3 and 4) of the fifth lumbar-first sacral (l5-s1) vertebral joint: who are receiving fusions using autogenous bone graft only." Nevertheless, dr (B)(6) implanted the infuse/lt-cage in combination with the tsrh into this patient for an indication never cleared by the FDA. The patient suffered catastrophic injuries requiring explantation of the instrumentation and removal of ectopic bone growth on (B)(6) 2007. The patient's complaints further worsened necessitating two additional revision surgeries performed in 2008. Between 2007-2008, the patient repeatedly communicated with medtronic patient liaison (B)(4) by telephone and email, and on request by (B)(4), patient faxed medical records, imaging studies demonstrating ectopic bone growth, but was informed after a review, among other things, that medtronic had not received any such reports of ectopic bone growth and that the patient was the first complaint of its kind. (B)(4) referred patient back to her operating surgeon and instructed that the surgeon should contact medtronic. On information and belief, medtronic had in attendance at least two representatives during operative procedures, including a senior research specialist.